Event description:
It was reported that the camera spins all the way around. Upon receiving the device at the firm for evaluation, it was also observed that the stem of the device was separating from the base. No patient injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.